Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the distributor reported to an intuitive surgical inc. (Isi) technical service engineer (tse) that an erbe errors were observed. The tse checked error logs and found errors 25913 and 25920 pointing to erbe port 1 failing. The customer tried new energy cables and new instruments; however, the issue persisted. Tse asked if the customer could use a forcetriad generator, but the customer stated they will use the current erbe generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, however, he did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection no issues were found that would be related to the reported event. The iesu was tested using a well-known system and during the power-on test, the unit displayed error m-03. The probable root cause could be attributed to connection or communication failures related to the generator.